Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an attempted implant, the lead was cut by the cardiology fellow. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.